Event description:
It was reported that during an unknown procedure, when the device was fired the clips were coming out twisted. They got a new one to complete the procedure. No patient consequence reported.

Manufacturer narrative:
Instrument b: batch# d9e34x, expiration date: 7/28/2012; MFR date: 8/28/2007. Instrument c: batch# d9e561, expiration date: 8/13/2012; MFR date: 9/2007; (jaws misaligned). Instrument d: batch# d9e561, expiration date: 8/13/2012; MFR date: 9/2007. Instrument e: batch d9e621, expiration date: 8/19/2012; MFR date: 9/19/2007.